Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking from an unspecified location. The leak was observed after filling the device with unspecified medication prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 18, 2020 - november 19, 2020. H10: the actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to a slightly untightened blue winged cap. Functional testing was performed by filling the device. After fill, the blue winged luer cap was hand tightened. The sample was monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.